Manufacturer narrative:
Date the device was returned was not found. Bd investigation date used for this field. Results: the returned sample demonstrated the failure mode. The cause of the failure appears to be directly related to the pinch clamp, however the reason the clamp was able to cause this failure could not be determined in the lab. The quality engineer performed 30 clamp tests on the returned sample. No abnormalities were noted. A device history review was performed and no abnormalities were noted. Conclusion: because bd was unable to reproduce the failure, a definitive root cause could not be finalized.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the pegasus bl qsyte while nurse was rounding on patient, nurse found catheter broken. "The nurse pulled out the needle handle." There was no further report of injury or medical intervention.